Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
It was reported that the unit declared a data acquisition board failure. When the customer tried to power the unit up in diagnostic mode, the screen went black. The amber light emitting diode (led) in the power switch turned green momentarily and then back to amber and the unit would not power on. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue in the device log but was unable to duplicate the event. The fse replaced the data acquisition to motor controller cable and the issue was resolved. The unit powered on in normal operation and ran for an extended period of time without any errors. The unit was returned to service.

Manufacturer narrative:
G4: 08jun2020. B4: 09jun2020. The data acquisition (da) cable assembly was returned for failure analysis. The cable was tested on a known good ventilator unit. During testing, no faults were found. The reported failure could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.